Manufacturer narrative:
(B)(4). The customer report of a damaged catheter tip was not confirmed by visual inspection of the customer supplied photo. The customer provided one photo showing a cvc catheter with a guide wire inserted through it. Visual analysis revealed that the guide wire was severely unravelled; however, no conclusions could made about the catheter tip from the photo. Full visual inspection could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture". A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: swg unraveled - the tip of the catheter is too small to push the wire through and caused the wire to unravel. Associated to 3006425876-2023-01021. There was no reported patient harm or consequence. The patient was fine post the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: swg unraveled - the tip of the catheter is too small to push the wire through and caused the wire to unravel. Associated to 3006425876-2023-01021. There was no reported patient harm or consequence. The patient was fine post the procedure.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Section d.4.-unique identifier (UDI)# corrected to (B)(4).

Event description:
It was reported that: swg unraveled - the tip of the catheter is too small to push the wire through and caused the wire to unravel. Associated to 3006425876-2023-01021. There was no reported patient harm or consequence. The patient was fine post the procedure.